Event description:
It was reported the device were used during a bowel resection. It was reported the firing knob would not advance on both instruments. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It appears possible that an inadvertent movement of the firing knob may have contributed to the reported incident. This is evidenced by the proximal drivers being in the up position and the lock out being in the locked position. It should be noted that the cartridge is designed to lock-out if any staples have been fired from the cartridge. The swing tab (lockout) was reset on the cartridge and the instrument was fired with the returned cartridge. It fired and formed the remaining staples as designed with no difficulties noted. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported to continuously improve co's products.